Event description:
It was reported that during a treatment procedure, a guidewire became stuck on stent. The target lesion was located in the leg. This platinum plus guide wire was being used in a peripheral case and it prolapsed. The platinum plus guide wire became stuck on another manufacturer's stent in the lesion. The procedure was continued with another manufacturers' stent placed over the previously placed stent. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that a portion of the platinum plus guide wire detached and remains inside the patient. The detached portion of the platinum plus guide wire was stented over along with the previously placed stent.

Manufacturer narrative:
(B)(4).